Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned product consisted of a watchman delivery system (wds). The shaft, implant and hub were examined. The tip had scratches on the inner surface. The implant was received in the lumen of the wds and deployed during analysis. There were several anchors on the implant bent back. The damage to the implant and wds are consistent with recapturing the implant. The implant size is consistent with the reported information. The shaft was also buckled at the distal end of the wds. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 26jun2018. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman® laa closure device & delivery system was inserted into the watchman® access system. The closure device was deployed; however, after performing two partial recaptures the closure device was deployed a third time when abnormal expansion was observed on the angiogram. After multiple attempts to achieve good formation of the closure device, they decided to remove the closure device from the patient. Once the closure device was removed they saw that the one of the nitinol wires had collapsed. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, device analysis revealed that the shaft was buckled.